Manufacturer narrative:
Insulin pump had no button error alarms noted. No button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 180 mg/dl. Customer's spouse reported the device was damp in between the clip and the device, as a significant event that may have caused the device to alarm. It was reported the customer was washing her face which could have caused the moisture. Customer's spouse was advised, to discontinue use of the device and revert to back up plan. No further information reported.